Event description:
The customer reported that prior to use on a pt, the iabp generated an"electrical test failure code #58" (power-up vent test failed) alarm upon power-up. The iabp was replaced and therapy was initiated. No pt was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There ere no non-conformances int he DHR related to the reported event. The company representative observed "electrical test failure code #58" in the fault log. The company representative replaced the manifold drive assembly (part number 0104-00-0018). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The manifold drive assembly (part number 0104-00-0018) was received by the manufacturing facility at (B)(4) and is under evaluation. A supplemental medwatch will be submitted when additional info becomes available. (B)(4).